Event description:
It was reported the pt (B)(6) was experiencing intermittent stimulation. The initiation of therapy following stoppage, allegedly resulted in an electrical shock. In addition, the pt also reported a significant decrease in the time needed to recharge the ipg. A diagnostic test failed to reveal any issues with respect to impedance. Surgical intervention was undertaken to replace the pt's ipg. Effective stimulation was recaptured for the pt following the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.